Event description:
It was reported that magnet diagnostics were performed on the patient's device and resulted in output current being high. It was also reported that no change in settings was made at that time. A subsequent magnet diagnostics test and a system diagnostics were performed and the results were reported to be normal. No additional or relevant information has been received to date.